Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number 3005168196-2016-00037.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8 coils. During the procedure, a pod8 coil did not anchor and a second pod8 coil failed to detach in the aneurysm. No further details were provided. The manufacture is attempting to obtain additional information from the hospital at this time.

Manufacturer narrative:
Corrected from "no: device evaluation anticipated, but not yet begun" to no: other - hospital disposed of the device. (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2016-00036. 1. Section g. Box 5. 510(k). This report is associated with MFR report number:. 3005168196-2016-00037. H3 other text : placeholder.